Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm placement, implanting the device after the expiration date, and using inappropriate tools have been ruled out as potential root causes. Additionally, inadequate fixation, severe force applied to the implant (patient fall, accident), and the patient touching or picking at the wound have been ruled out. However, the commercial team member reported the patient has poor tissue integrity which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has poor tissue integrity (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion and had an appointment with their primary care physician on (B)(6) 2025. As of (B)(6) 2025, the patient is doing well, keeping an eye on the location, and is awaiting a date for an explant procedure. An explant procedure was successfully performed on (B)(6), 2025.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm placement, implanting the device after the expiration date, and using inappropriate tools have been ruled out as potential root causes. Additionally, inadequate fixation, severe force applied to the implant (patient fall, accident), and the patient touching or picking at the wound have been ruled out. However, the commercial team member reported the patient has poor tissue integrity which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has poor tissue integrity (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion and had an appointment with their primary care physician on (B)(6) 2025. As of (B)(6) 2025, the patient is doing well, keeping an eye on the location, and is awaiting a date for an explant procedure. However, a date has not been scheduled. No additional information is available at this time.